Event description:
International affiliate reports the surgeon was performing the iliac screw preparation when event happened. After guide wire was in, instead of tapping first he asked for power cannulated drill bit 3.5mm to break cortex. While drilling through image intensifier guidance, there was also force exerted to drill through. Upon removal of guide wire and taking an I/I image, it was realized that the guide wire was broken in situ. Surgeon tried removing the broken bit but it is embedded in the bone. Decision was made to leave it inside patient. Guide wire broken measured about 4.2cm left inside.

Manufacturer narrative:
The 1.37mm guidewire was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A 12-month review of the complaint trend analysis performed on the specific product code found no reported complaints other than this one for issues describing guidewire breaking in situ. Without the return of the guidewire we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as there has been no systemic trend observed. As such, this complaint file will be closed with no further actions required. Should the remaining broken portion of the guidewire become available at a later date, the complaint file will be re-opened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.